Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the tubing during fill tubing. A new cartridge was loaded to address the event. Blood glucose was 98 mg/dl.